Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 1904452: 123 items manufactured and released on 12-sep-2019. Expiration date: 2024-aug-28. No anomalies found related to the problem. To date, 120 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 2 years 8 months after the primary, the patient came in reporting pain due to a subsided stem, and the cause of the subsided stem is unknown. The surgeon revised the head, stem, and liner. The surgery was completed successfully.